Event description:
Customer reported a malfunction with their pump, identified by malfunction code malf 9. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and when the malfunction persisted, they arranged for a replacement pump to be sent. The customer was instructed on storage and return procedures for the faulty pump and acknowledged receipt of a pump with updated software.